Event description:
It was reported that the patients leads were damaged during a fall the patient sustained one week post implant. Following the fall the patient experienced high impedances and inadequate stimulation. The patient underwent a revision procedure of both leads and has experienced no complications post-operatively.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded through laboratory analysis that inadequate stimulation and high impedance measurements were caused by seven cable lead fractures at the clik site, approximately 19 centimeters from the distal end. Investigation conclusion: based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead had seven cable lead fractures at the clik site, approximately 19 centimeters from the distal end. The lead became bent after exiting the clik anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture. Therefore, the probable cause of the inadequate stimulation and high impedance was the adverse event related to patient condition.

Event description:
It was reported that the patients leads were damaged during a fall the patient sustained one week post implant. Following the fall the patient experienced high impedances and inadequate stimulation. The patient underwent a procedure to explant both leads and has experienced no complications post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7072785.

Event description:
It was reported that the patients leads were damaged during a fall the patient sustained one week post implant. Following the fall the patient experienced high impedances and inadequate stimulation. The patient underwent a revision procedure of both leads and has experienced no complications post-operatively.